Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual inspection revealed wear at fold in the middle and proximal of its body. In addition, a hole at the corner of a fold in the proximal end of the cylinder was identified. The component did not pass leak testing. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported clinical observation of a hole in the left cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was identified. The component was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the left cylinder was identified. The component was removed and replaced. There were no patient complications.